Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was approximately 500 mg/dl with a moderate level of ketones. Boluses were delivered; however, the bg did not declined. The customer went to the emergency room (ER) and was administered an insulin injection. The flu was determined to be a major cause of the high bg. The customer left the ER with a bg of 220 mg/dl. The infusion set site was changed. The next day the customer was admitted to the hospital for a bg over 500 mg/dl and diabetic ketoacidosis (dka). The high bg/dka were reported to be due to the continuation of the flu. Intravenous insulin was administered and the customer was discharged on (B)(6) 2017 with the high bg/dka resolved. The customer also reported that the pump appeared to be oozing out a "black gooey substance" and was visible when the cartridge was removed. Although requested, additional information was not provided.